Manufacturer narrative:
Follow-up indicated that the device is not available for return. The manufacturing records were reviewed and no non-conformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed swelling at the ipg site. The swelling put pressure on a nerve, which caused motor issues. Subsequently, the device was explanted and there have been no further reports of complications.